Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. (B)(4) for iui damages, a review of the device history record for sn (B)(4) was performed from date of manufacture 05/14/2015 to the present date 11/6/2020 and note that this device has been returned for service three times without correlation to the customer reported issue or service repair. Also, there was a production failure [out of specification] which does not correlate to the customer reported issue. (B)(4).

Event description:
It was reported that the device was allegedly broken/damaged. There was no patient involvement.